Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 550 mg/dl. It was stated that the patient went to change the reservoir, and noticed the screen was blank. The patient changed the battery, but the screen remained blank. It was stated that the patient did not have a back up plan, and when the bg values got to 500 mg/dl, the patient's sister called emergency. Troubleshooting revealed that the battery cap was brand new, and the pump had no cracks. However, the screen was still blank. Nothing further was reported at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.